Event description:
It was later reported that the lead was explanted when repositioning was unsuccessful due to dislodgement.

Event description:
During a follow-up, low impedance and an increase in threshold were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.